Event description:
Additional information received indicated the patient was paired successfully in clinic, however, no information was provided on what the issue was or how it was resolved.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.